Manufacturer narrative:
A follow-up report will be submitted upo completion of the investigation.

Event description:
It was reported to philips that the device exhibits a cable failure. It was not identified which cable failed. There was no reported patient involvement.